Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 the surgeon was doing an orif of a right ankle with a syndesmosis repair. A fibulink implant was chosen for the syndesmosis repair. The 1.4mm guide wire was placed and the fibulink drill bit was used to the proper depth. Fibulink screw was inserted to the proper depth and the green suture was released from the back of the inserter handle. Surgeon attempted to remove handle and found resistance from being removed. Handle had to be pulled with a good amount of force. Standard cap was inserted over the gold and silver tubes. Silver tube was clamped with a needle driver and was pulled laterally to disengage the link. As surgeon pulled laterally the gold and silver tube was disengaged from the link. With nothing holding the link in place the cap would twist the suture and fibulink implant was useless. Had to remove cap, and reinsert the inserter handle to remove the link and tibial screw. Another implant was opened and inserted. Case was finished successfully with no adverse event to the patient. Surgery was 15 min delayed due to the reported event. No fragments were generated. Other medical interventions are 15 mins to remove original implant insert a new implant. Around 30 seconds of extra x-ray imaged was needed. This complaint involves one(1) device fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part fgs-1000, lot 22e002: release to warehouse date: february 28, 2022. Supplier: robling medical, inc. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that it is not possible to confirm evidence of the reported complaint device due to, only the label from the box was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.